Event description:
It was reported that the remote monitoring network report was showing incorrect impendence measurements. The report was showing the bipolar value on the quick look screen while unipolar leads are connected. So bipolar value is out of range and lead trends are showing correct values. Advised that when downloading a report which the bipolar the actual lead impedance values need to be used from the trending data not from the quick look data obtained from the network report. A ticket was created to investigate the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.